Event description:
It was reported that while unpackaging this stent for a therapeutic ureteral drainage procedure, it was noted the stent was broken. Further follow up indicated the device was cut in two pieces. There was no patient contact.

Manufacturer narrative:
The device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.